Event description:
The report files of subject device do not show the appropriate pacing threshold of the current follow-up but the pacing threshold of the previous follow-up.

Event description:
The report files of subject device do not show the appropriate pacing threshold of the current follow-up but the pacing threshold of the previous follow-up.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under p950029.